Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4).

Event description:
The following was reported to hamilton medical ag: bipap placed on patient. Multiple settings tried. Unable to get reading of exhaled tidal volume or minute ventilation. Machine seemed to be cycling itself. No health consequences or impact.